Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a programming appointment on (B)(6) 2020 the clinic noted changes in the telemetry impedances in the left ear.

Event description:
During a programming appointment on (B)(6) 2020 the clinic noted changes in the telemetry impedances in the left ear. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility can be assumed. However, a device investigation is necessary to determine a root cause. Re-implantation surgery is planned in (B)(6) 2021.

Event description:
During a programming appointment on (B)(6) 2020 the clinic noted changes in the telemetry impedances in the left ear.